Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed.

Event description:
It was reported that a 27mm 7000tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of approximately 7 years, 2 months due to mitral stenosis and mitral insufficiency. Tmvr was successfully completed with a 26mm 9755rsl transcatheter valve. (B)(6) 2018 to procedure date (B)(6) 2025 used to approximate duration.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported and learned through investigation that a 27mm 7300tfx mitral valve in mitral position was disabled via valve in valve procedure after an implant duration of 6 years, 10 months due to mitral stenosis and mitral insufficiency. Tmvr was successfully completed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative and corrective data: based on the additional information obtained, the following fields have been updated, and this correction is being submitted. Updated sections: a1-a3, b3-b5, b7, d4, d6, e1, g3, g6, h2, h4, h6 (type of investigation).